Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle retraction failure. It was reported that after the insight autoguard was punctured, the inner needle did not retract even when the edge of the field was pressed. There is a risk of a needle-stick accident due to the safety mechanism not working, so customer asked us to investigate. The product number is unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Material information updated in d tab. Investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. Three photographs and one insyte autoguard needle from lot 4046219 were provided for investigation. Misplaced adhesive was identified on the device, which prevented the needle from retracting. The appropriate manufacturing personnel were notified of this complaint. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.